Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels. The contact could not recall the treatment that was administered. The high bg was attributed to the customer consuming carbohydrates and may have forgotten to administer a correction bolus via the pump. The customer was discharged the next day. As the event had occurred in the past, troubleshooting was not performed.